Manufacturer narrative:
Updated information provided noted that reason this lead was replaced was due to the physician wanting an is-1 connector when implanting a new device. This lead was capped and left in the patient.

Event description:
Boston scientific received information that lead failure was alleged. No patient effects were reported.

Manufacturer narrative:
Upon additional information this event will be updated.

Event description:
--